Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +7.5/+3.0/052 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved. The cause is reported as a patient-related factor. "W to w not correctly predicting sulcus" is reported.

Manufacturer narrative:
Additional information: device evaluation: lens was returned in liquid in a lens vial. Visual inspection found the haptic torn and residue on the lens surface. (B)(4).